Event description:
The lead was fractured and the ICD only had 30% battery life left, so both were explanted and replaced. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.